Event description:
Info received indicates the brake casters at the head end of the stretcher are not holding when brake.

Manufacturer narrative:
The technician replaced the worn casters and the bent hex rod to repair the stretcher.